Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low glucose episode in the morning after elevated glucose from an unannounced dinner led the ilet to deliver corrective insulin, followed by patient overcorrection that contributed to another low. Symptoms included hypoglycemia. Outcomes included resolution of the low after treatment with oral glucose in the form of apple juice, with blood glucose measured at 116 mg/dl at the time of the call. Investigation included troubleshooting and education on appropriate hypoglycemia treatment. Investigation of this case revealed that the event was related to missed meal announcement and subsequent overcorrection, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors involving missed meal announcement and corrective actions.